Manufacturer narrative:
B5: additional information received via email on (B)(6) 2021 and attached to complaint: no patient injury. Issue happened during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, minor scratches on lcd lens screen. The customer stated problem was not duplicated. Device passed the calibration test. No problem found with the device. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was unable to be duplicated. Service recommended replacing the downstream occlusion (dso) as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and won't calibrate. No adverse effects were reported.